Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that her replacement pump is not working and not giving her insulin and making a noise. Patient's blood glucose at time of incident was 622 mg/dl. Patient's current blood glucose was 529 mg/dl. Customer had abdominal pain and shortness of breath. Customer treated high blood glucose by bolusing with the pump and manual injection. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery as blood glucose levels are staying high. Customer states the drive support cap appears normal. The customer also reported air bubbles in tubing. Approximate size of air bubbles is 2 inch. The insulin pump will not be returned for analysis.